Event description:
New information stated that the patient was stable following the procedure.

Event description:
It was reported that the device was explanted due to infection.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4)